Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) of an interlink injection site that had a loose connection between the injection site and the threaded lock cannula before usage. It is unknown in which care area this event occurred. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation. A thread interface function test was conducted on the returned samples with a becton dickinson thread lock cannula and found no defect. In addition, a slit was presented at the center of the septum to allow injection to be performed. The reported condition was not confirmed; therefore, the root cause of the reported condition was undetermined.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.